Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke as knots were being tied. The used another suture to complete the procedure. No pt injury reported.